Event description:
It was reported, the pt had pneumonia and was subsequently hospitalized for approx 20 days, then discharge, and readmitted for a second bout of pneumonia. The pt lost approx 120 pounds of weight necessitating admission to a nursing home in (B)(6) 2009. The device had been discharged and not use since then. A "reboot" was attempted (B)(6) 2009 and slight communication was obtained then. The pt was instructed to go home to recharge, but did not recharge in the next week. There was no ability to communicate with the device two days later. It was determined that a second overdischarge had occurred. The pt was seen a week after the first reboot for another reboot. It was noted that pt's cognitive status had declined significantly and the pt was having difficulty recharging. The recharger was replaced which allowed for full coupling. The battery was charged for 1.5 hours, but the status did not appear to change; there was still insufficient battery for the clinician programmer to be used to clear the power-on-reset. The pt wanted the device replaced with a primary cell device. No surgery had yet been scheduled, the doctor wanted to wait on replacement.

Manufacturer narrative:
(B)(4).